Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the system drain line that loosened from the laboratory drain and liquid leaked out. No chemicals or biohazardous material was noted.

Manufacturer narrative:
The customer technical support (cts) recommended the use of personal protective equipment to clean the spill. The customer cleaned the spill and replaced the line in the laboratory. Service was not dispatched.